Event description:
It was reported that during the implant procedure, the left ventricular [lv] lead dislodged. It was also reported that the "patient was moving aggressively and could not be restrained during the procedure." The lv lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).